Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit; thereby causing the wire to be detached from its connection at the grip. The instrument electrical continuity passed and showed no evidence of arcing. Failure analysis investigation also found that the yaw pulley were broken, where a piece was noted missing opposite the conductor break. This allowed the grip to move within the pulley, thereby allowing a larger range of motion in yaw. Failure analysis also found that the main tube had deep scratch marks and gouges at its distal end, where a .035 through .124 in length light material removal was observed and was not aligned with the tube axis. It was determined that the damages on the wire/main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's wire/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, the cable was noted to be broken. No patient harm, adverse outcome or injury was reported.